Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 532mg/dl. Troubleshooting was performed. The caller stated that the insulin pump was not exposed to a high magnetic field. Performed the displacement test and the insulin pump asked to rewind again. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.